Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. The received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a keypad anomaly on the insulin pump. The customer's blood glucose was 140 mg/dl. The customer stated that he changed the battery and the buttons on the pump were not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.